Event description:
A falsely elevated ctni result of 2.48 ng/ml was obtained. This result was reported to the physician. A result of <0.10 ng/ml was obtained on repeat analysis. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. No additional information was provided to identify a potential cause.